Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower drawer 3 failed with each transaction. The field service engineer (fse) replaced tower door latch 3 and tested the unit in the hardware test application (hta), resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a tower drawer failure occurred. Tower drawer 3 failed with each transaction. Door 4 opened for the rn while door 3 remained open during attempts to remove antibiotics with a fluid bag, requiring the rn to recover door 3 after each transaction. The device scanner scanned intermittently but frequently did not open any drawers. Additionally, med tower drawer 1 failed intermittently, occurring every few transactions. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.